Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/1/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a saline breast implant. During evaluation of the sample, it was observed to be intact. Leak testing was performed and it revealed an area of shell abrasion in the posterior aspect within a tear measuring approximately 0.2 cm. No other anomalies were discovered. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: 375cc mentor smooth round moderate profile saline breast implant catalog: 3501660, lot # 233522. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 375cc mentor smooth round moderate profile saline breast implants experienced left sided deflation post procedure. The left sided deflation was confirmed by a physician during a physical examination. As a result, patient has a planned explantation on (B)(6) 2019.